Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications. Found the sensor cannula whole. No broken or missing parts noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of a broken sensor needle and a lost sensor alarm. The customer's blood glucose was 130 to 150 mg/dl at the time of incident. Troubleshooting found that the sensor needle broke off inside of the customer's body. Customer was advised on proper insertion technique, to follow up with their doctor and that the sensor would be replaced and to return the product for analysis.